Manufacturer narrative:
Date of event is estimate. The device location was not provided. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a perclose device came apart. A second device was used to achieve hemostasis. No additional information was provided.

Event description:
Additional information received: the device was used in the right common femoral artery via 6f sheath. Another perclose proglide device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿device came apart¿ was confirmed as the plunger was partially retracted. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to user technique and the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Date of event was confirmed.